Event description:
A tech at the lab indicated that three (3) tissues out of 133 processed on the sakura vip 6 instrument were not processed adequately. The lab reprocessed tissues by placing them in a warming tray, to meltoff excess paraffin on the exterior of the tissue and then running them on the processor again. The reprocessing using these steps was unsuccessful.

Manufacturer narrative:
No root cause could be determined. However, the specimens likely could have been salvaged if reprocessed in accordance with (sheehan, d. And hrapchak, b. (1987) theory and practice of histotechnology, battelle press).